Event description:
It was reported post-op an adjustable gastric band procedure, the pt was scoped in 2009, and it showed erosion. The pt was discharged home, and is recovering without any complications.

Manufacturer narrative:
Date sent: 9/9/2009. Device was not returned for eval.